Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a complaint from the customer on (B)(6) 2016 in which they stated that a user suffered from a cut on the tip of the left middle finger by putting her finger between the guiding rails of the table. The philips service engineer reported that the user went straight to the emergency department to get treatment. No fracture was detected and the user resumed working the same day with a splint and a bandage on the finger, no stitching was needed. The device was not in clinical use.

Manufacturer narrative:
Correction of common device name.

Manufacturer narrative:
Philips investigated the complaint and it showed that the customer hurt her finger between the longitudinal guiding rails and the table cover. The user is warned about the potential risk in the instructions for use personnel should be aware that it is possible to access the longitudinal guiding profiles from underneath the tabletop. Serious injury may result if any part(s) of the personnel present become trapped in the longitudinal guiding profiles (B)(4).